Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the pt's system was explanted. The caller states they have record of t-9 laminotomy to remove the system. The caller states the pt indicated that after undergoing successful trail, the pt had some pain relief of chronic pain but now has post-op pain that is 'worse'. The pt experienced persistent thoracic pain and muscle spasms following the scs implant. The reason for call was the pt left all their external components at this surgery center--agent redirected to nas to see if a rep can retrieve product.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a hcp. It was reported that to resolve the pain and spasm, medications and patient referral were attempted. The device was ultimately removed.